Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump went into a threshold suspend mode. The patient's blood glucose level was 124 mg/dl at the time of the call. The customer's sensor glucose was at 126 mg/dl. The customer stated that they had no calibration errors. The customer had just changed their sensor the day before. The customer was informed to give the sensor some to calibrate. The customer did not return the product back for analysis.